Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose while using the ilet pump, with glucose returning to range after corrective insulin off-pump and rising again upon reconnection, and the cause remained unclear after troubleshooting and education before transfer for further support. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and need for additional training. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and no definitive root cause was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.